Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, at approximately 8:00 p.m., the patient¿s cgm displayed a reading of ¿high¿ mg/dl. No bg meter value was obtained at that time. The patient was wearing a tandem insulin pump. The patient reported symptoms including thirst, frequent urination, and headache. The patient then decided to go to sleep. While the patient was asleep, the patient¿s father observed the ¿high¿ cgm reading via the follow app and attempted to contact the patient by phone; however, the patient did not respond. At approximately 11:00 p.m., the patient¿s father contacted emergency medical services (911). Upon ems arrival, the patient was found unconscious. At that time, the cgm continued to display a ¿high¿ reading, while a bg meter reading obtained by ems showed a value of 30 mg/dl. Ems administered glucagon and transported the patient to the emergency room (ER). In the ER, at approximately 12:00 a.m., the patient¿s bg meter reading was reported to be improving, though the specific value could not be recalled. The patient regained consciousness while in the ER and was treated with intravenous dextrose (d5). The patient was discharged on (B)(6) 2026. At the time of the report, the patient stated he was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.